Event description:
The report states that approximately one hour into a cystectomy procedure, while sealing a vesicle pedicle in an area of tough tissue, the device got jammed and could not be opened. The surgeon was able to remove the device by pulling it off of the tissue. There was no bleeding or pt injury. After removing the device, the operating room staff looked more closely at the device and believes the blade is no longer in its channel/guide.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.